Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. The customer received assistance from their husband who brought the customer juice to consume to address the bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.